Event description:
It was reported that the display on the screen is very dim. It was reported that all functions and alarms seemed to operate properly. The screen appeared to be "full white". When viewed at an extremely obtuse angle, they could faintly see the proper images. When adjusted to the lowest screen brightness setting, images became a little more visible, but not appropriate for clinical use. There was no pt involvement.

Manufacturer narrative:
The returned device was evaluated. During eval of lcd display was found to be faulty, resulting in high white saturation across the display. A service history record review reveals that this unit was in the field for over (1) year with no previous reported issues prior to this reported event.